Manufacturer narrative:
The tubing separation was confirmed. Visual inspection of the set noted separation at the engagement between the filter and tubing sleeve. Examination under magnification observed insufficient solvent at the engagement. No other obvious damages were observed. No functional testing was able to be performed due to the obvious separation. The tubing sleeve¿s outer diameter was measured and found to be within measurement specification. The root cause of the separation was due to insufficient solvent.

Event description:
An unexpected return was received, with no known complaint or issue. Additional information was requested but not received.